Event description:
It was reported that the user experienced hyperglycemia with an ilet system, noting blood glucose readings of 378 mg/dl on the ilet and 436 mg/dl by fingerstick after a larger-than-usual meal was insufficiently announced as a "less than usual" meal; the user requested and performed an infusion site change, and a bent cannula was observed upon removal. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed usage issues related to an improper or incorrect procedure or method involving the user interface and meal announcement workflow, with no device problem found and a usage problem identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.